Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the physician did not feel that the inserter engaged the cup properly during use in hip arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: -medical product- zimmer shell cataog#:unk lot#:unk. Complaint sample was evaluated and the reported event was confirmed. The shell inserter returned exhibits signs of use, indicating the instrument has previously functioned as intended. Damages are noted on the frame near the hex bolt . Hex bolt threads exhibit damage and wear and will not accept thread ring gauge. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.